Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ("metal toxicity"), pelvic pain ("pain"), allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. B97490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high cholesterol. Concomitant products included clonazepam (klonopin), gemfibrozil (lopid) from 2013 to 2018, lorazepam (ativan) and simvastatin (zocor) from 2013 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemic"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), alopecia ("hair loss"), back pain ("lower back pain"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) - type: yeast infections") and insomnia ("insomnia") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the metal poisoning, allergy to metals, genital haemorrhage, hypersensitivity, rash, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, anaemia, nausea, dyspareunia, vision blurred, fatigue, the last episode of weight increased, diarrhoea, alopecia, vaginal discharge, vulvovaginal mycotic infection and insomnia outcome was unknown and the pelvic pain, headache, dysmenorrhoea and back pain had resolved. The reporter considered allergy to metals, alopecia, anaemia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, insomnia, menorrhagia, metal poisoning, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Essure lot number added. Event added: insomnia and metal toxicity. Event onset date added. Treatment and concomitant medications were added. Suspect drug implant date updated from (B)(6) 2012 to (B)(6) 2014 and explant date from (B)(6) 2017 to (B)(6) 2016. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ('metal toxicity'), pelvic pain ('pain'), allergy to metals ('nickel allergy') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. B97490) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high cholesterol. Concomitant products included clonazepam (klonopin), gemfibrozil (lopid) from 2013 to 2018, lorazepam (ativan) and simvastatin (zocor) from 2013 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemic"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), alopecia ("hair loss"), back pain ("lower back pain"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) - type: yeast infections") and insomnia ("insomnia") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the metal poisoning, allergy to metals, genital haemorrhage, hypersensitivity, rash, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, anaemia, nausea, dyspareunia, vision blurred, fatigue, the last episode of weight increased, diarrhoea, alopecia, vaginal discharge, vulvovaginal mycotic infection and insomnia outcome was unknown and the pelvic pain, headache, dysmenorrhoea and back pain had resolved. The reporter considered allergy to metals, alopecia, anaemia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, insomnia, menorrhagia, metal poisoning, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included gemfibrozil (lopid) from 2013 to 2018 and simvastatin (zocor) from 2013 to 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), rash ("skin rash"), the first episode of weight increased ("weight gain"), mood swings ("severe mood swing"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemic"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), alopecia ("hair loss"), back pain ("lower back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)). Essure was removed on 2-sep-2016. At the time of the report, the pelvic pain, headache, dysmenorrhoea and back pain had resolved and the hypersensitivity, rash, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, anaemia, nausea, allergy to metals, dyspareunia, vision blurred, fatigue, the last episode of weight increased, diarrhoea, alopecia and vaginal discharge outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery on an unknown date she had transvaginal ultrasound (tvu) and the results was that everything was placed fine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:reporter details added and updated patient demographics. Added laboratory data. Added suspect drug inaction. Added events hormonal changes describe: severe mood swing, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, migraines / headaches, blood or heart disorder/condition type: anemic, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain, gastrointestinal or digestive system condition type: chronic diarrhea, hair loss and lower back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high cholesterol. Concomitant products included gemfibrozil (lopid) from 2013 to 2018 and simvastatin (zocor) from 2013 to 2018. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), rash ("skin rash"), the first episode of weight increased ("weight gain"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemic"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), alopecia ("hair loss"), back pain ("lower back pain"), vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) - type: yeast infections"). The patient was treated with surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, headache, dysmenorrhoea and back pain had resolved and the genital haemorrhage, hypersensitivity, rash, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, anaemia, nausea, allergy to metals, dyspareunia, vision blurred, fatigue, the last episode of weight increased, diarrhoea, alopecia, vaginal discharge and vulvovaginal mycotic infection outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter (aka name) added, event added- infection (bladder/urinary tract/vaginal) - type: yeast infections. Events severity added. Concomitant condition and lab data added. Essure start stop date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), rash ("skin rash") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, rash and weight increased outcome was unknown. The reporter considered hypersensitivity, pelvic pain, rash and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.